Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer received a high reading from the adc freestyle libre sensor in comparison to a reading obtained on a competitor brand meter. Customer further reported experiencing symptoms of shaking and was incapable of self-treating. Customer had contact with a healthcare professional who diagnosed her with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.